Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that "the arm of the bed is broken". No injury was reported. The arjo service technician inspected the bed and found that the side rail partially detached, 2 screws holding the panel to the metal plate were ripped off and the pin holding the lower arm (part of the side rail assembly) was dislocated. The bed was repaired.

Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition (with screws torn out and bent lower arm pivot pin) and the reported circumstances of the bed damage. According to the nurse, the patient was using the side rails to reposition himself, which caused one of them to partially detach. The product instruction for use (IFU, 831.374-en rev.14), the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, excessive external force must first compromise integrity of the side rail, prior to breaking it. In this case, the patient applied weight to the side rail while repositioning himself, which resulted in its partial detachment. Arjo device failed to meet its performance specification since the side rail was partially detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.